Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient initially presented with altered mentation. A head CT scan prior to transfer to the hospital was negative. The initial thought was possible metabolic encephalopathy, with sepsis being the primary cause, given the patient's history of enterococcus endocarditis. The patient was initially broadened with antibiotic coverage, from home amoxicillin to vancomycin, cefepime, and azithromycin. The patient became fully alert and oriented within one day of admission. A pulmonary artery catheter was placed, which showed elevated filling pressures, and thus the patient was diuresed to good effect. Of note, inr on admission was > 10. The patient was given IV vitamin k to reverse inr, and once inr became sub-therapeutic, the patient was started on a heparin drip. On the morning of (B)(6) 2017, the patient was found to be aphasic, not verbally responding. The patient also demonstrated right-sided neglect and weakness on right-upper extremity. Inr at this point was most recently at 1.3 and ptt 81.2 seconds. Stroke code was called, which showed large left frontal intraparenchymal hemorrhage with compression of the left lateral ventricle and 4 mm of midline shift. Neurosurgery was called, and ptt/inr was reversed with IV protamine 50mg, IV vitamin k 10, and 1 unit fresh frozen plasma. The patient then began to demonstrate worsening right-sided weakness, now reflecting into her right lower extremity. A repeat head CT showed new ventricular involvement of the hemorrhage. Neurosurgery performed bedside external ventricular drain placement. Initial intracranial pressures were found to be ~40. Hypertonic saline was initiated, and maps were controlled with IV hydralazine. The patient began to exhibit contractures with acute elevation of intracranial pressure to 60, and was electively intubated, given concern of worsening bleed. Emergent repeat head CT angiography showed new large right frontal intraparenchymal hematoma. With these catastrophic events, family was continually updated and opted for withdrawal of care, including disabling the ICD, turning off the lvad, and terminal extubation. The patient expired.